Event description:
It was reported that prior to device change out for eri, externalized conductors were observed via x-ray. No electrical anomalies were noted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.